Event description:
A consumer reported that she is not seeing as well as she should following intraocular lens (iol) implant surgery. She stated her surgeon informed her that lasik surgery could correct the problem. Additional info was received from the consumer who confirmed both eyes are affected. She reported difficulty driving on cloudy days and has trouble reading print on television, even with the glasses her surgeon prescribed. She indicated that her surgeon told her that her eyes were healing slowly and that lasik surgery may be performed if her vision does not improve. She was made aware of this possibility prior to the iol implantation and hopes it will improve her vision. Additional info has been requested from the surgeon. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).